Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device was not released by the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.